Event description:
It was reported that during a gamma 3 surgery, the tip of the screwdriver broken off.

Event description:
It was reported that during a gamma 3 surgery the tip of the screwdriver broken off.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the drill to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The damages and breakage surfaces indicate that the drill had contact to metal several times. Most likely the drill hit the inserted k-wire (a deflection of the k-wire could not be excluded) and got jammed (tip get heavily deformed). Due to the high rotation (drill was most likely used with power tool) the drill tip broke in a forced fracture due to a torsional overload. A pre-damaging caused by previous surgeries could not be excluded. The IFU includes that every instrument shall be handled with care to avoid issues like reported. Furthermore every instrument shall be inspected before usage. The operative technique includes the correct procedure for k-wire placement, k-wire position control and drilling with the lag screw step drill. The case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.